Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant, the right ventricular (rv) lead showed loss of capture for 3 beats. The non-capture was unable to be reproduced with further testing and the patient remained asymptomatic so no intervention was required. The lead remains in use no patient complications have been reported as a result of this event.